Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they got alarm to change battery. Customer stated that insulin pump asked to replace battery he did and it did not turn. Customer stated that after installing battery, monitoring insulin pump 2 hours and frozen display recurred. Customer stated that display is blank currently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.